Event description:
An aneurx stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had a small iliac arteries measuring 7.5 mm with mild calcification and no tortuosity. Aneurysm morphology was not reported. It was reported that there was a slight dissection of the right external iliac artery. The dissection was successfully covered proximally with a stent and distally with a bypass graft. No additional clinical sequelae were reported and the patient is fine.